Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was check clutch, plunger lever error in history. During inspection the issue was confirmed. The plunger tube case gasket came loose and was binding on the top case. The plunger tube case gasket came loose and was binding on the top case. The issue was likely caused by the customer. The operator replaced the plunger case seal and applied a light coat of grease on the plunger tube. The operator also replaced the clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 8 years old.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing. The issue occurred during testing and there was no patient involved.